Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. There were no issues during loading of the valve. The patient had a horizontal aorta. During deployment of the valve, it was not possible to find a stable position with the valve, as the valve had the tendency to dive or to move up. The patient experienced very low blood pressure because of the partial and full re-sheathing of the valve. Medication was give to increase blood pressure. The valve was removed and replaced with a 26mm non-abbott valve. The patient status was reported as stable.

Manufacturer narrative:
An event of positioning problem and hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported positioning problem and hypotension could not be conclusively determined. It is possible patient condition (horizontal aorta) contributed to the reported positioning problem; however, this could not be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as medications were administered to address the low blood pressure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.